Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with physioneal unspecified therapy. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy fluid, that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began treatment with vancomycin and ceftazidime. On the same day, the patient was discharged from the hospital. On (B)(6) 2011, ceftazidime therapy was stopped. On (B)(6) 2011, vancomycin therapy was stopped. The reporter assessed the event to be mild in severity. On (B)(6) 2011, the patient recovered from the bacterial peritonitis. Physioneal unspecified therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown.. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.